Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the patient's implantable neurostimulator (ins) was going to be replaced and they said the ins was not holding a charge. They also reported severe pain in their feet. The patient was given advise to follow after the surgery was completed. No further complications reported.